Manufacturer narrative:
Lot number, expiration date. Operator of device, and h4: device manufacture date is unknown, no information has been provided to date. Device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the trach tube broke at the eyelet and the patient became decannulated. Caregivers had to do an emergent trach change to support patient¿s critical airway. The outcome of the event was reported as ongoing as it has happened before. It was unknown if previous occurrence(s) were reported.

Manufacturer narrative:
No product or photographic evidence was returned for the investigation; therefore, the reported complaint cannot be confirmed. If we receive the product, the investigation will be reopened for further investigation. A review of the device history records could not be completed as no lot number was provided by the customer.